Event description:
As reported by the user facility: reported issue: approximately 2cm of the distal portion of the catheter was retained in the patient following the removal of the catheter. The device fragment is in the patient's caudal area and could not be removed without an additional surgical procedure. Reportedly the surgeon explained the embedded fragment to the patient and that removal would require an actual in-patient surgery. The patient was prescribed antibiotics and told that the device is made of material that can be surgically implanted for a long period of time and that there is a very low chance of "high rate of infection". The patient has opted to not have the device fragment removed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter without packaging was returned for evaluation. Visual inspection noted the tip of the catheter to be sheared off. However, since the kit had been opened and the catheter was used for a procedure, the defect is not confirmed to be related to any manufacturing process. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.